Event description:
Customer reported that their pump's battery was depleting faster than normal, requiring daily charging instead of every three days. No impact to the customer's blood glucose level was reported. Customer declined further follow-up at this time, and additional information about the outcome of the event was not obtained.